Event description:
Following a service visit to attend to repair the floor lift, it was reported by the service engineer that the boom of the device was broken. No fall occurred, no injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR bhm medical, inc (registration # (B)(4)). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc and any medwatch reports will be submitted under registration # (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The product has been taken out of the facility by the ssu rep. As of nov 1st, 2011, the MFR has requested the return of the parts involved for further analysis. Add'l info will be provided following the conclusion of the MFR's investigation.